Event description:
The customer reported that the transformer for their pump in style device fell apart.

Manufacturer narrative:
A replacement transformer was sent to the customer. F/u with the customer was unsuccessful and ongoing. The product was received by medela, however, a product eval was not available at the time of this report. Should add'l info become available, resulting in new, changed or corrected info, a f/u report will be filed at this time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.